Event description:
Patient treated at hospital for hyperglycemia. Patient reports that they also have possible viral infection or liver disorder. Pump passed all safety checks. User error likely caused event.